Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative it was discovered the patient had experienced a pericardial effusion. A pericardiocentesis procedure was completed. The right ventricular (rv) lead did not need to be revised as the impedance levels and thresholds were unchanged. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.